Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the device exhibited high rate atrial sensing which can cause an increase in power consumption. The device has the signal artifact monitoring (sam) patch installed and enabled which can also increase power consumption in the presence of high rate atrial sensing. The device remains in service. No adverse patient effects reported.